Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was received for investigation and evaluation. Without the actual product, a complete analysis cannot be conducted. Information provided indicates user error whereby the pump was underfilled to 35ml. This volume is well below the minimum fill volume for this pump of 62ml per the directions for use (dfu) (1303046 rev. E). The dfu contains a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate." The delivery times provided in the dfu are approximate when pump is filled to a volume other than nominal. The device history record was reviewed and all manufacturing operations were found to be within specification. A review of the lot history found no confirmed complaints for fast flow for the reported lot. If additional information becomes available in the future, I-flow will submit a follow-up report.

Event description:
It was reported that the flow rate was four times too fast. No adverse clinical effects were noted.